Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the server uptime was high, the technical support specialist (tss) dialed into all servers hosted by the facility, checked performance under task manager and found the uptime was more than 99 days. Then, the tss requested the customer to reboot the system due to high server uptime. Multiple follow up emails were sent after their last reply, but no response was received. So, the tss closed the ticket.

Event description:
It was reported that when using the bd pyxis¿ es server, duplicate medication pulls occurred due to communication delay. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier, medical device catalog and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, duplicate medication pulls occurred due to communication delay. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.